Event description:
A caller reported an error with their continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump, and the caller planned to perform the reset at their convenience and follow up if the issue continued.